Manufacturer narrative:
(B)(4). Evaluation method: device history review is pending. Results: device history review is pending and no product has been returned for analysis. Conclusion: cause of event cannot be determined. Analysis: no product has been returned at this time. Conclusion: at this time, we are expecting product return; therefore, our investigation is incomplete. Upon further information, a supplemental report will be filed.

Event description:
Medtronic received information that the metal portion of the cannulae was found broken. The device was changed out with no patient affect. The product is expected for analysis.